Manufacturer narrative:
On 06/25/2019, the mentor failure analysis lab received the device for evaluation. The suspect medical device is a mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3504501bc, lot #5552794, UDI #(B)(4) PMA #p030053. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, during surgery for an implant exchange that there was a breast implant rupture. During evaluation of the device it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered.¿ the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device rupture, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by a surgeon during an implant exchange surgery performed on (B)(6) 2019. The explanted devices were replaced with mentor memorygel breast implant 490cc gel breast prostheses. This medwatch report is for the left breast prosthesis.